Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the pin from the power adapter of the remote monitor had been damaged. The power adapter was returned for analysis. The remote monitor is still in use. No patient complications have been reported as a result of this event.